Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to the following factors: the problem occurred due to a failure of the power cable. It occurred due to a failure of the internal board. It was caused by influences other than equipment.

Manufacturer narrative:
The device referenced in this report has not been evaluated by olympus and the investigation is ongoing. The customer performed troubleshooting before calling olympus and wanted the part number for the power cord leading to the monitor from the dc power supply. Olympus provided the correct part number. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a high definition lcd monitor experienced intermittent image black outs. The customer felt the issue was not due to the monitor and is working to determine the cause of the issue. There was no patient impact related to this occurrence. No additional information is available at this time.